Event description:
During the injection of contrast medium with an automatic injector, the physician noticed that the nylex 4f pigtail was cracked. The catheter was easily removed from the patient. No adverse event was reported and the stenting procedure was completed with another device.

Manufacturer narrative:
The device was not returned. During the injection of contrast medium with an automatic injector, the physician noticed that the nylex 4f pigtail was cracked. The crack was noticed during advancement toward the lesion. The catheter was easily removed from the patient. No adverse event was reported and the stenting procedure was completed with another device. No other information is available, it is not known where on the device the crack was noted and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of a cracked catheter could not be confirmed without the return of the device. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information available there is no indication of any manufacturing related issues therefore no corrective action will be taken.

Manufacturer narrative:
Product returned for analysis on (B)(4) 2012, but the analysis has not yet been completed. Additional information will be provided upon 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the injection of contrast medium with an automatic injector, the physician noticed that the nylex 4f pigtail was cracked. The crack was noticed during advancement toward the lesion. The catheter was easily removed from the patient. No adverse event was reported and the stenting procedure was completed with another device. No other information is available and the device has been returned for analysis. One non sterile 4f 110cm 8sh nylex pigtail catheter was received coiled in a plastic bag. During visual analysis a cracked condition was noted at 28.6 cm from the hub. In addition, a kinked condition was observed at 84 cm from the hub. No other damage was detected in the device. The catheter was measured at different sections in order to verify ID/od and results were found within specifications; it confirms that there is no discrepancy with the wall thickness. The received unit was analyzed under vision system. The catheter has a protuberance in the cracked area, most likely by an accumulation of some material in that part. Additionally, the catheter was cut in the area of the kink with the purpose of analyzing the internal part. It was found fully obstructed due to the kinked condition (pressed from two sides); therefore, the guide wire could not be introduced during the functional test. Since the involved guide wire was not returned for analysis, a lab guide wire introducer sample was used. A cordis lab sample 0.035¿ emerald guide-wire 150 cm (0.035" +/- .005) was introduced into the received catheter; the guide wire could not pass through the kinked area. No obstruction was felt when the guide-wire passed through the cracked area. Sem results show evidence of a burst on the catheter body. Internal surface for the shaft exhibited evidence of sections which are elongated, this condition along with the fact that there is a kink distally to the burst, suggests that an accumulation of pressure caused the material to cede and consequently originated the burst. Foreign material was observed on the internal surface for the catheter. It was scanned for identification via x-ray analysis and it was found that it was composed of elemental carbon, oxygen, calcium, potassium and bismuth; there is no clear evidence for the source of those elements. A foreign matter located further from the burst was also scanned for identification via x-ray analysis and it was found that it was composed of elemental carbon, oxygen, calcium, potassium, phosphorus, sodium and iodine. It is possible that some of the elements (iodine and sodium) could have come from contrast media. No other anomalies were observed that could have influenced to the reported event. An attempt to reproduce the failure was performed in the manufacturing process. Kinked condition was simulated and units were tested for leak; none of the units failed. The customer complaint experienced by the customer could not be replicated. A review of the manufacturing documentation associated with this lot including extrusion process; presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of 'catheter (body/shaft) - cracked-in patient' was confirmed; however the root cause of the cracked and kinked condition could not be conclusively determined during the analysis and does not appear to be related to the manufacturing process. With the very limited information provide it is not possible to determine what factors may have contributed to the difficulty experienced by the customer. Extensive analysis of the device could not find any issues that would indicate that the catheter crack is related to the manufacturing process; therefore no corrective action will be taken.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.